Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have communication errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system had a non-recoverable error. The caller had power cycled prior to calling with no change. The system was powered off and restarted after the emergency power off (epo) switch was activated. The system still faulted with errors pointing to arm #1. Customer had a spare dv5 psc on hand. The cart was swapped, and the system was restarted. Self test was now completed. The procedure was aborted to another dv system.